Event description:
As reported by legal brief, on (B)(6) 2017, patient underwent a left knee replacement surgery and was implanted with an optetrak device. In (B)(6) 2019, a bone scan revealed stress shielding and posterior and superior femoral effusion. Patient was diagnosed with continued pain in left knee and continued effusion of left knee. Thus, due to worsening pain, effusion, chronic synovitis, swelling, loss of range of motion, left foot drop, and findings of ¿radiographs and physical exam of left total knee arthroscopy are consistent with polyethelene wear¿, patient is scheduled for a left knee replacement revision surgery in (B)(6) 2023 to remove the defective optetrak device. Upon information and belief, the effusions, synovitis, swelling, pain, and limited range of motion are due to polyethelene wear.

Manufacturer narrative:
Concomitant products logic femoral ps cem left sz 6 (cat# 02-010-01-0260 / serial# (B)(4), lgc tibial fit tray cem sz 6f / 5t (cat# 02-012-45-6050 / serial# (B)(4), three peg patella 41mm (cat# 200-02-41 / serial# (B)(4), 3" drill bit, mod. Hex 2 pack (cat# 201-78-89 / serial# (B)(4), 3" drill bit, mod. Hex 2 pack (cat# 201-78-89 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
After further review of additional information received the following sections a2, b5, d6a, g3, g6, and h2 have been updated accordingly. Section b5: additional information received that the patient is a 71 y/o male patient. Patient complained of pain and patient had loose femur. Patient had a revision on (B)(6) 2023. There was no breakage of the device and surgical delay prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The device is not available for evaluation due to recall hospital will not release. Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
Additional information - b3, b6, b7, & d8 h6. Investigation results-the revision reported may have been the result of reported prosthesis wear, as stated in the legal documentation, and femoral loosening. The femoral loosening may have been the result of an insufficient bond between the femoral component and the bone. The reported prosthesis wear cannot be confirmed as the device was not returned for evaluation and the photographed insert does not appear to show signs of wear that are inconsistent with being implanted for 5.5 years. An additional contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been the result of reported prosthesis wear, as stated in the legal documentation, and femoral loosening. The femoral loosening may have been the result of an insufficient bond between the femoral component and the bone. The reported prosthesis wear cannot be confirmed as the device was not returned for evaluation and the photographed insert does not appear to show signs of wear that are inconsistent with being implanted for 5.5 years. An additional contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion, and femoral loosening. The femoral loosening may have been the result of an insufficient bond between the femoral component and the bone. The reported prosthesis wear cannot be confirmed as the device was not returned for evaluation and the photographed insert does not appear to show signs of wear that are inconsistent with being implanted for 5.5 years. An additional contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.